Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. Visual and functional examinations revealed no unexpected observations and samples met all requirements. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jhj155; MFR date 07/28/2015; exp date 06/30/2020. Batch# jkb924; MFR date 09/02/2015; exp date 08/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent mitral and tricuspid valves repair procedure with trans-center approach technique/open through septum on (B)(6) 2016 and the suture was used to approximate the septum. It was also reported that, after the procedure, eco of the patient was ok. It was detected on (B)(6) 2016 that the patient has atrial septal defect. On (B)(6) 2016, the patient underwent a second procedure and it was found the suture was broken at septum. As of (B)(6) 2016, the patient is still unstable. Additional information has been requested.